Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. However, multiple spot and fluoroscopic images were provided for review. Based on the image review, the stent can be seen on the balloon deployment device adjacent to another stent. The images also show the reported stent to be deployed at the end of the adjacent stent. The images show the stent is expanded and in the area of stenosis. The imaging does not show the stent dislodged or detached from the balloon prior to inflation. Therefore, the investigation is unconfirmed for the reported dislodgment. It is possible that an interaction with an adjacent stent could contribute to a dislodgment. However, the definitive root cause for the reported dislodged stent could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 08/2020).

Event description:
It was reported that during a balloon expandable stent deployment procedure in the right sfa via access through a left cross-over, the stent allegedly dislodged from the balloon. It was further reported that the stent was captured and another balloon was used to expand the stent to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
X-rays are expected to be provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date 08/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a balloon expandable stent deployment procedure in the right sfa via access through a left cross-over, the stent allegedly dislodged from the balloon. It was further reported that the stent was captured and another balloon was used to expand the stent to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. However, multiple spot and fluoroscopic images were provided for review. Images show the stent in place on the balloon, adjacent to another stent. Another series of images show the stent in the same position, with the balloon pulled away from the stent; the stent was noted to be fully detached from the balloon. A further image shows the stent deployed, overlapping the adjacent stent. Based on the image review, the investigation is confirmed for stent detachment prior to stent expansion. It is possible that an interaction with the adjacent stent could have contributed to the detachment. However, the definitive root cause for the detached stent could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 08/2020).

Event description:
It was reported that during a balloon expandable stent deployment procedure in the right sfa via access through a left cross-over, the stent allegedly dislodged from the balloon. It was further reported that the stent was captured and another balloon was used to expand the stent to complete the procedure. There was no reported patient injury.